Manufacturer narrative:
G4: 16jun2020; b4: 17jun2020. The significant event log was reviewed by the senior clinical post market surveillance specialist. It has been determined, based on the sequence of logged diagnostic codes, that the ventilator was being used on a patient at the time of the reported event. No patient harm was reported and there was no report of medical intervention being required as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jun2020; b4: 10jun2020. Although requested, the customer was unable to confirm if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported. The field service engineer (fse) evaluated the ventilator. The event log shows the occurrence of diagnostic codes related to low minute ventilation and low tidal volume. The fse reported that the unit successfully passed performance verification testing and no faults were identified during service. The fse advised the customer that a low minute volume could be due to a mask replacement. The unit was returned to service without requiring any repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported the occurrence of low minute volume and low tidal volume alarms. The customer could not confirm if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported.